Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a ar40m00010 intraocular lens (iol) was removed due to fracture of the iol at the time of implantation in patient's left eye. There was a delay in procedure and sutures were used. No other interventions reported. The customer opted for aphakia as the iol was unique in the diopter and the degree was low (+1.00d). Patient with stromal edema (2+), and retinochoroidal atrophy rca (2+). Patient's daily activities were significantly affected and is permanently impaired. No further information provided.

Manufacturer narrative:
H10. Additional data: a2. Date of birth: (B)(6) 1951. A5. Race: white. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site for evaluation. However, visual inspection photos provided by the customer revealed that the lens had been cut into three pieces during removal. Via evaluation of the photos, a tear of the iol could not be identified and no further issues could be identified. Based on the returned photos, no further product evaluation could be performed. The complaint issue dc-iol torn was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.